Manufacturer narrative:
The investigation was carried out based on the available information and the logfile analysis. Based on the log analysis, the reported vent fail during use could not be reconstructed or confirmed. The only entry logged around the date of event was an entry, that was logged two days prior to the date of event, indicating that the system leak test failed (¿v050 lt sys fail >350¿). Finally, based on the performed investigation, no indications for a device malfunction were found and the reported vent fail could not be confirmed. Thus, the case is assessed non-reportable. Based on experience, users will often perceive the effects of a large leakage in the patient circuit as a stop/failure of ventilation. Checking the proper function of the entire system prior to each use on a patient is an important risk mitigation measure as also described in the instructions for use. The pre-use check as well as the leak-test help to verify that the device including external components is ready for use. The fabius is equipped with an integrated pressure-, flow- and fio2-monitoring that ensures that deviations from set/expected parameters during use are obvious for the user and that alarms will be given according to the adjusted alarm limits. As per iec60601-2-13 (anesthetic workstations and their modules-particular requirements), additional monitoring of the concentration of co2 and anesthetic agent is required when the machine is in use.

Event description:
It was reported that the vent failed during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the vent failed during use. There was no patient injury reported.